Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available.

Event description:
It was reported that the patient came to the medical office with crown on hand, the implant was fractured at the head. Implant removed, another implant would be placed. Tooth location 46.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvmb10, (imp,tsv,mcol mg,3.7mm,10m) for evaluation. Visual evaluation was performed, damage to the implant was identified. The implant had bone debris on its external threads. The implant was fractured at the collar. Device history record (DHR) review was completed for the subject lot number 62661124. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62661124 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant the customer did submit images for the reported event. The image revealed that the implant was fractured at the collar. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects an implant that is unable to resist long-term occlusal loading. Therefore, based on the pictorial evidence and visual evaluation, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.